Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 30 mg/dl. Customer experiencing symptoms was unknown. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was using auto mode feature at the time of low blood glucose level. Insulin pump stopped insulin delivery. Customer performed troubleshooting for low blood glucose level. The customer will discontinue use of the device.